Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported that sometime in june, the customer¿s adc freestyle libre sensor provided erratic readings. The customer experienced symptoms described as ¿barely walk, fogginess¿ and a loss of consciousness however, the customer was able to regain consciousness and self-treated with food. Reportedly, sensor scans of 3.5 mmol/l, 3.7 mmol/l, 4.1 mmol/l, 4.3 mmol/l, and 4.6 mmol/l were received compared to the hcp meter results of 5.2 mmol/l, 5.7 mmol/l, 6.0 mmol/l, 6.2 mmol/l, and 6.5 mmol/l however, it is unknown the time and date these readings were obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported that sometime in june, the customer¿s adc freestyle libre sensor provided erratic readings. The customer experienced symptoms described as ¿barely walk, fogginess¿ and a loss of consciousness however, the customer was able to regain consciousness and self-treated with food. Reportedly, sensor scans of 3.5 mmol/l, 3.7 mmol/l, 4.1mmol/l, 4.3 mmol/l, and 4.6 mmol/l were received compared to the hcp meter results of 5.2 mmol/l, 5.7 mmol/l, 6.0 mmol/l, 6.2 mmol/l, and 6.5 mmol/l however, it is unknown the time and date these readings were obtained. There was no report of death or permanent impairment associated with this event.